Manufacturer narrative:
Findings: unit received with unresponsive buttons due to unlocked connector at lcd board. Unit received with minor scratched lcd window. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 108 mg/dl at the time of the call. The customer stated that the act button does not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.